Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to attach a drill bit to a contra angle hand piece properly when he tried to connect them during one jaw surgery on (B)(6) 2015. It was one of the possible causes that shaft of the instrument for removal of inserts in question was unstable. The surgery was complete with a delay, but the specific length of the delay is unknown. This report is for an unknown contra angle handpiece. This is report 3 of 3 for com-(B)(4).

Manufacturer narrative:
This report is for an unknown contra angle handpiece. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.